Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. Visual inspection of the platform revealed a damaged head restraint brackets. The head restraint brackets were replaced. The reported problem was not confirmed, unable to reproduce "low run times" during testing. The platform was ran for 25 minutes with the test manikin with no issue. The archive showed battery s/n (B)(4) had low voltage and was used for deployment on the reported incident date. It also showed ua44 (battery voltage too low during compression - replace battery). Probable cause of the reported problem could be due to battery was not fully charged prior using for deployment. No battery was returned for eval. No adverse event was reported.

Event description:
During pt care, the board gave low run times during use. Medics also reported a user advisory but doesn't recall which advisory. Medics swapped the batteries and replicated the same problem. Manual CPR was administered.